Event description:
Baxter (B)(6) received a report that an intermate leaked from the tubing before use. The device was being filled with a solution of colistimethate 2mu in 80 ml of 0.9% sodium chloride. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing fluid in the overpouch. The reported condition of a leak was confirmed. Visual examination of the unit determined that the leak was due to a broken tubing at the junction of the distal luer post. The root cause of the defect was likely due to the packaging stress applied to the location of the slide clamp within the shrink package. This pressure could have caused the tubing to become weak and break. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.